Event description:
Procedure type: low anterior resection according to the reporter: after the second firing was done, the concerning part was cut by surgical scissors. Then the surgeon confirmed there were some staples that were not fired on the tissue and the leakage occurred. For the recovery, another device was used for additional firing. No patient harm. Confirmed that the clinical sample is being returned for investigations. The tissue with the malformed staples was transected. Current patient status is good. Multiple malformed staples were stuck to the tissue, which caused a damage. There was a certain tissue loss by additional resection by using another device. Almost no bleeding, no transfusion.

Manufacturer narrative:
(B)(4).